Event description:
The reporter called regarding philips sonicare power flosser 3000 device. The reporter mentioned the device was replacement device caused damage to his two left lower molar teeth. He said according to his dentist the enamel is worn away due to plaque on teeth and gum line and one of the teeth needs to get re-crowned.